Event description:
The physician who used a sion device reported that during use of the device, it appeared that the tip was broken. The physician was, however, able to complete the procedure with the defective device. Although there was no foreign body left behind in this instance, there is a potential risk of leaving a foreign body if this malfunction were to recur that will necessitate an intervention to remove the broken piece (foreign body).